Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the filter was deployed at the level of l2-l3 in the inferior vena cava due to pulmonary embolism. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the inferior vena cava (ivc), occlusion of the ivc filter, and thrombus extending from the trapease filter into both legs below the knees. Approximately 7 years, 3 months post implantation, the patient had bilateral iliac vein and vena cava thrombosis, bilateral femoral popliteal vein thrombosis, and status post placement of bilateral ekos thrombolytic infusion catheters. The filter was removed after iliocaval venous angiogram demonstrated flow through the filter but continued extensive clot burden and near occlusion of the filter. The filter was grasped and retrieved using alligator forceps. A venacavogram demonstrated no extravasation and a follow up intravascular ultrasound demonstrated the caval wall intact with a small amount of thrombus adjacent to the location of the filter removal. The left renal vein had thrombus so mechanical thrombo-embolectomy, this was also performed on both iliac venous segments and the vena cava. A filter from another manufacturer was placed to prevent pulmonary embolus. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and renal failure. The patient also reports suffering from extensive clot burden, occlusion of the filter, a bilateral dvt extending from the filter to below the knees, suffering from renal failure secondary to renal vein thrombosis as the filter was at the level of the renal vein, and was required to undergo a forceps-assisted filter removal surgery. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, renal thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: perforation of the inferior vena cava (ivc), occlusion of the ivc filter, and thrombus extending from the trapease filter into both legs below the knees. Subsequently, the patient was required to undergo filter retrieval surgery and replacement of the filter due to malfunction. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was deployed at the level of l2-l3 in the inferior vena cava due to pulmonary embolism. The patient tolerated the procedure well. Approximately 7 years, 3 months post implantation, the patient was admitted with bilateral iliac vein and vena cava thrombosis, bilateral femoral popliteal vein thrombosis, and status post placement of bilateral ekos thrombolytic infusion catheters. The filter was elected to be removed after iliocaval venous angiogram demonstrated flow through the filter but continued extensive clot burden and near occlusion of the filter. The filter was grasped and retrieved using alligator forceps. A vena cavagram demonstrated no extravasation and a followup intravascular ultrasound demonstrated the caval wall intact and a small amount of thrombus adjacent to the location of the filter removal. The left renal vein was catheterized mechanical thromboembolectomy was performed of both iliac venous segments and the vena cava. A filter from another manufacturer was placed to prevent pulmonary embolus. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 8 years post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and renal failure. The patient also reports suffering from extensive clot burden, occlusion of the filter, a bilateral dvt extending from the filter to below the knees, suffering from renal failure secondary to renal vein thrombosis as the filter was at the level of the renal vein, and was required to undergo a forceps-assisted filter removal surgery.

Manufacturer narrative:
Additional information was provided and is available in: event description. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: perforation of the inferior vena cava (ivc), occlusion of the ivc filter, and thrombus extending from the trapease filter into both legs below the knees. Subsequently, the patient was required to undergo filter retrieval surgery and replacement of the filter due to malfunction. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was deployed at the level of l2-l3 in the inferior vena cava. Approximately 7 years, 3 months post implantation, the filter was elected to be removed after iliocaval venous angiogram demonstrated flow through the filter but continued extensive clot burden and near occlusion of the filter. The filter was grasped and retrieved using alligator forceps leaving the caval wall intact. A filter from another manufacturer was placed to prevent pulmonary embolus. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 8 years post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and renal failure. The patient also reports suffering from extensive clot burden, occlusion of the filter, a bilateral dvt extending from the filter to below the knees, suffering from renal failure secondary to renal vein thrombosis as the filter was at the level of the renal vein, and was required to undergo a forceps-assisted filter removal surgery.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
The catalog and lot numbers are unknown. The exact event date is not known. As reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: perforation of the inferior vena cava (ivc), occlusion of the ivc filter, and thrombus extending from the trapease filter into both legs below the knees. Subsequently, the patient was required to undergo filter retrieval surgery and replacement of the filter due to malfunction. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Device occlusion and vascular thrombosis could not be confirmed without films for review. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. These events do not represent a malfunction of the device. The patient was also reported to have a perforation of the ivc. However, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: perforation of the inferior vena cava (ivc), occlusion of the ivc filter, and thrombus extending from the trapease filter into both legs below the knees. Subsequently, the patient was required to undergo filter retrieval surgery and replacement of the filter due to malfunction. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses and pain and suffering, and other damages.